Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients presented to the emergency department (ed) after receiving therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was discovered that there was some observed atrial undersensing on the right atrial (ra) lead. Follow-up was conducted with the patients clinic on file. The healthcare professional (hcp) at the clinic was able to verify that the patient was seen in-office recently. No reprogramming was completed at this time and the lead remains in use. No patient complications have been reported as a result of this event.